Event description:
Continuous renal replacement therapy (crrt) was reset up for patient post CT scan. Therapy started and approx. 10 minutes later. Error code b2084 (service error) occurred. Turned off and restarted machine to try and return blood. Upon turning machine back on, error code happened again. Blood not able to be returned. Patient stable throughout. Placed work order for machine. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) ongoing investigation.